Manufacturer narrative:
Date sent to the FDA: 8/18/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an umbilical hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal of the mesh on (B)(6) 2017 where the surgeon noted ¿multiple recurrent umbilical hernias¿ and also noted ¿there was mesh densely adherent to the umbilicus and a small amount of full thickness tissue was taken to completely remove it.¿ it was further reported the patient underwent a drainage procedure on (B)(6) 2017 and an incision and debridement of an abdominal wall abscess on (B)(6) 2017. It was reported the patient continues to experience severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.